Event description:
The customer reported that when changing the lines for epinephrine and norepinephrine infusions, the patient¿s blood pressure dropped for about 5 minutes, requiring increased dosing. No lasting effect was reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.